Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that on (B)(6) 2018 the patient obtained results of ¿39 and 318 mg/dl¿ on the subject meter, performed more than 20 minutes apart therefore does not meet lfs criteria of a valid comparison for precision. The patient manages her diabetes with ¿basaglar, metformin and glimepiride¿ however the reporter stated that the patient did not make any changes to her usual diabetes management routine in response to the alleged issue. The reporter stated that the patient developed a symptom of ¿shaky¿ one day after the alleged issue occurred and ¿drunk one glass of orange juice¿. During the call the cca noted that the unit of measure was set correctly and an approved sample site was used. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.